Manufacturer narrative:
The technician found the nurse lockout head down was not working. The technician replaced the nurse lockout box to repair the bed.

Event description:
Information received indicates the bed has no head down functions. No alleged injuries by the account. The head of the bed is able to go up after changing the control box but will not go down.